Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not received a low battery alert prior to the replace battery now alarm. The customer stated that there were not unattended alarms and insulin pump was not dropped. The customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery now without a low battery warning. Insulin pump will not be returned for analysis.